Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The cardioplegia module was tested with a pressure simulator and the issue was trace to the transducer. The transducer was replaced to resolve the issue and subsequent functional verification testing was completed without further malfunction. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the pressure values from the cardioplegia module were not displayed on the s5 system during a procedure. There was no report of patient injury.